Event description:
Supplemental information was received from the treating physician. The planned surgery was not to preclude a serious injury, and no trauma or patient manipulation was suspected to contribute to the migration. It was expressed that the patient had lost a substantial amount of weight and likely contributed to the migration of the generator. No additional pertinent information has been received to date.

Event description:
The patient had a generator replacement surgery on (B)(6) 2016. The device interrogation prior to surgery was clarified to not show a low battery indicator. The explanting facility disposes of products following surgery, therefore, the explanted generator cannot be returned to the manufacturer. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was referred for battery replacement surgery for a low battery. A subsequent communication indicated that the patient's generator had also migrated. The migration caused a severe cramping, and the generator was reportedly pushed back into place by a friend of the patient. Follow up with the implanting surgeon permitted review of the operative notes from the implantation surgery. The notes did not indicate that a non-absorbable suture was used to secure the generator. Surgical intervention has not occurred to date.